Event description:
It was observed that during the device inspection, the camera head exhibited flooding of the main body and corrosion of the electrical contact and scope mount. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation found flooding of the main body and corrosion of the electrical contact and scope mount. Based on the results of the investigation, no nonconformances were found. A definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): endoscope image unexpectedly disappears or cannot be unfrozen (warning) -do not strike or drop the device. Water leakage may cause damage to the electrical circuits inside the device. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.